Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump displayed alert 41 indicating an insulin delivery absolute range error, persisted despite restarts and a supply change, and the device was replaced; during the incident the user experienced a low blood glucose of 62 mg/dl that was not out of range for more than 90 minutes, was not alerted by the ilet for high or low glucose, was assisted by a caregiver, and was able to correct using oral glucose while using pens and other backup therapy. Symptoms included shakiness consistent with hypoglycemia. Outcomes included non-serious, transient hypoglycemia that was self-treated without medical intervention. Investigation included technical support troubleshooting and coordination for device replacement and return logistics. Investigation of this case revealed that the pump generated an absolute range error and could not proceed with insulin delivery operations. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the insulin drive system.